Manufacturer narrative:
D4 lot number corrected from 002651888 to 0021915311. Expiration date corrected from 03/09/2020 to 09/11/2019. H4 device manufacture date corrected from 09/11/2018 to 03/15/2018. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. Device is a combination product. A2: age at time of event: 67 years old

Event description:
It was reported that stent damage occurred. The 85 % stenosed, 20mmx3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the middle of the stent struts were lifted up when it scratched the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6).

Event description:
It was reported that stent damage occurred. The 85 % stenosed, 20mmx3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the middle of the stent struts were lifted up when it scratched the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.